Event description:
Customer reported to beckman coulter, inc. (Bec) that the waste bucket of the synchron cx5 delta clinical system was not draining and waste liquid was overflowing from the lid onto the bottom of the hydropneumatic unit and the lab floor. Bec customer technical specialist (cts) instructed the customer to shutdown the hydropneumatic unit the cts instructed the customer to remove the waste bucket. Customer reported that the bucket was full of waste. The cts instructed the customer to empty and clean the waste bucket, float, float shaft and inside the waste bucket lid. Customer reported that this action resolved the leaking issue. Customer reported that no erroneous results were generated and that no patient samples have been affected. Customer reported that they will contact bec if there are any further problems. There was no report of any adverse event or injury requiring medical intervention or patient treatment. To date, customer has not reported any further waste liquid draining issue.

Manufacturer narrative:
Evaluation results: waste bucket. (B)(4).